Event description:
There were two cases in which pts had an adverse reaction while undergoing a mechanical debulking (thrombectomy) of a blood clot in the lower leg (popliteal vein). The first case was reported in a separate voluntary medwatch form. During the second occurrence, at one hour into the procedure, the pt began to shake very hard, had a temperature of 100.4, and oxygen saturation dropped to 63-80%. Pt eventually recovered and was discharged.